Manufacturer narrative:
The customer received a blood glucose reading of 121mg/dl on the contour next link. She did not feel like her glucose level was 121 so ate something to raise it. She also disconnected the insulin pump. She went to the ER, was retested, and her blood glucose was 300mg/dl. She was treated for hyperglycemia, nausea/headache. She was given an IV. When her blood glucose was in the low 200 range, she was discharged. The customer was advised to return the test strips for evaluation. New meter and strips were sent to her.